Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal reference complaint: (B)(4).

Event description:
It was reported that during a myosure tissue removal procedure there was a sudden increase in the fluid deficit. A perforation was suspected and the procedure was immediately stopped. The perforation was confirmed via laparoscopy. It was reported that the physician confirmed no abdominal organs were damaged or injured. The patient was discharged home after two days and will be seen for a follow-up in six weeks.

Event description:
Additional information was received that, "there is no need for a second operation , because all pathology was removed and confirmed by ultrasound."